Manufacturer narrative:
For 23 of the 31 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 6 of the reported events, the anesthesia control board was replaced, to resolve 5 of the reported events, the power management board was replaced, to resolve 3 of the reported events, the sensor interface board was replaced. The following parts were replaced to resolve the reported events: frame interface board for 1 unit, anesthesia control board and the vent engine flow sensor were reported, the vent engine assembly on 1 unit, and the anesthesia control board, frame interface board, and oxygen flow sensor on 1 unit. For 1 unit, the cable connections on the anesthesia control board were re-seated to resolve the reported issue. For 1 unit, the cable from the anesthesia control board to the display was re-seated which resolved the reported issue. For 1 unit, the breathing system lower assembly was re-latched to resolve the reported issue. For 1 unit, the system software was updated from version 6 to version 8 to resolve the reported issue. For 1 unit, the gas inlet valve solenoid was replaced and the system software was updated to version 8 to resolve the reported issue. For 7 of the 31 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 of the 31 reported events, the customer biomedical engineer troubleshot the issue with ge healthcare technical support. There is no further information available regarding the resolution of the reported issue.

Event description:
This report summarizes 31 malfunction events. A review of the events indicated that model 1012-9650-000 anesthesia gas machine experienced therapeutic output failure. 22 events were reported for a malfunction preventing mechanical ventilation, 4 evens reported for internal error that could cause the unit to shut down resulting in a loss of mechanical ventilation, 3 events reported for a malfunction causing a loss of mechanical ventilation, 1 event reported for an error message to ventilate manually resulting in the unavailability of mechanical ventilation, and 1 event reported as the unit did not work during a case resulting in the loss of mechanical ventilation. These reports were received from various sources. Of the 31 events, 23 did not involve a patient, and 8 did involve a patient. There was no patient information available.